Event description:
Successful right forearm implanted IV. Upon pulling the needle back the needle system would not disconnect from the pink part of the IV. This rn was able to get another rn to assist after some twisting the needle was able to disconnect.